Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer¿s wife stated on the second call that customer was still high of over 400 mg/dl. Customer had a blood glucose of 60 mg/dl when he woke up and he had a banana and a small glass of milk and it went up to 400 mg/dl. Customer didn't take any insulin because blood glucose was 60 mg/dl and it took about an hour to get to 400 mg/dl, then took a bolus and blood glucose came down to 300 mg/dl. Customer stated blood glucose is 233 mg/dl right now. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, fatigue and thirst. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer stated that cannula was bent on one of the sets when it was removed and the other one didn't seem to have a cannula. The insulin pump will returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).